Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the root cause of this event could not be confirmed without the sample device. However, the op report documents a history of infection for approximately one year prior to this surgery, which was likely related to this event. No further actions are possible with the available information.

Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 3 years due to endocardits and aortic insufficiency. Per the op report, this patient has had about a year of active infection being treated with antibiotics and subsequently presented with heart failure symptoms with some night sweats. He had no positive blood cultures. He had an echocardiogram which showed severe aortic insufficiency with presumed paravalvular leak as well. He was referred for redo aortic valve replacement. According to the operative findings, there was no perivalvular dehiscence of the valve. The leaflets were destroyed and unclear whether this was infection or leaflet deterioration. The surgeon noted that it was likely infectious. The device was replaced with a new edwards bioprosthetic valve. Postoperative function of the valve was good without significant leak and normal heart function. The patient tolerated the procedure well.